Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from date manufacturer was made aware. Block d6b: explant date: years ago additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4). Batch: 5030493 product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(4). Batch: 347795.

Event description:
It was reported that the patient experienced healing impaired at the lead site. It was also noted that the patient had a headache. The patient underwent an explant procedure and the headache went away. No further could be obtained despite good faith efforts.